Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g4, g7, h2, h3, h6, h10. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. If a dvt/ blood clot breaks free, it may travel through the bloodstream and block blood flow to the lungs. This complication is called a pulmonary embolism. Total joint patients are typically placed on medication post-operative for a period of time to help prevent the development of dvt/blood clot formation that can lead to an pe. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Report source: international journal of orthopaedics sciences: comparison between simultaneous versus staged bilateral total hip arthroplasty in patients with painful disabling bilateral hip diseases: a prospective, randomized, controlled study: dr. Rajesh kumar sharma, dr. Arun kumar sharma, dr. Avtar singh balawat, and dr. Vishal sekhawat doi: https://doi.org/10.22271/ortho.2020.v6.i1l.1937. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02578, 0001822565-2020-02579, 0001822565-2020-02580.

Event description:
It was reported in a journal article that two patients underwent a total hip arthroplasty on an unknown date. Subsequently, the patients experienced pulmonary embolism that was treated with anticoagulation and completely resolved.